Event description:
Customer reports a crack and leaking in the IV tubing infusing neosynephrine in an ICU pt, resulting in hypotension despite increasing the drip from 60mcg/min to 120mcg/min over a 15 minute period. After the crack was noticed, the IV and IV tubing was changed with an immediate response in systolic blood pressure to within normal limits.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.